Event description:
A customer reported to olympus that lines appeared on the screen and no field image was visible with the camera head. Also, there was a cut in the cable at the height of the head. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of bad image quality was not confirmed. In addition, there were abnormal rubber parts. The cable boot was fractured. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since there is no shipping history available, the manufacturing record cannot be identified. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reportable event (images are not displayed) occurred due to cable malfunction causing a communication failure that prevented images from being displayed. The likely cause of the cable failure is that the core wire was exposed and damaged due to a tear in the cable sheath. The event can be prevented by following the instructions for use (IFU) which state: "do not apply excessive force (bend, twist or squeeze), to the camera cable, as the wires may break. Never excessively bend, pull, twist, squeeze or apply a crushing force to the camera cable. Damage will result." Olympus will continue to monitor field performance for this device.